Event description:
Caller states the patient tested 2.8 inr on the coaguchek xs system and 6.9 inr on a comparison lab during a correlation study. No treatment information provided. No adverse event reported. Requested return of suspect system, however strips are unavailable for return. Replacement was sent.